Event description:
Boston scientific crm rec'd info that this lead may have caused or contributed to a perforation. A chest x-ray was taken in an effort to determine the issue, and it was noted that there was some build up of fluid in the pericardial sac surrounding the heart. The pt stated that they felt some discomfort. A successful repositioning was done the following day and the pt is doing well now. To date, there have been no adverse pt effects reported. At this time, the product remains in service. If add'l info becomes available this event will be updated as necessary.

Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.